Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the pace sense portion of the right ventricular lead insulation separated. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.